Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae ( pericardial effusion) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 73 year old male patient with acute myocardial infarction/cardiogenic shock. Impella cp implanted. Pericardial effusion recognized on imaging. Five hours later, rp flex implanted due to right ventricular failure. Family arrived, and care was withdrawn. Patient expired. The death will be conservatively reported on the first pump, impella cp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.